Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip. The analysis results found that the instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips and then, the instrument locked out as intended. It could not be determined what may have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the device was non-functional. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested to clarify the event.